Event description:
The customer received a blood glucose reading of 40mg/dl on the contour next ez meter, re-tested on a different meter and the reading was 138mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer has no strips left to return for evaluation. Strip information was not provided. A new kit was sent to her.